Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm or motor error alarm noted during testing. Successfully downloaded history files and traces using thump. No unexpected no delivery alarm found in the pump history file/trace on the event date 07-jan-2025. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked select button keypad overlay, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, the customer reported blood glucose value of 54 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, and mmt-7040a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-7040a.